Event description:
The pt underwent quadriceps tendon repair using orthadapt augmentation to repair a failed (prior) quadriceps tendon repair. The 2nd repair of the quadriceps tendon failed and subsequently was repaired approximately three months later; during the repair, multiple loose sutures were noted and subsequently the orthadapt graft was removed.

Manufacturer narrative:
The review of the provided explant operative report (3rd quadriceps tendon repair) indicates poor native tissue, 5cm defect in the quadriceps tendon and atrophied and scarred quadriceps tendon. The case assessment based on the provided information identified the likely cause of the event to be caused by poor native tissue; a link between the reported event and the graft was not identified during the case assessment. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.